Event description:
Reporter stated that a patient's capillary blood pt was measured, using the suspect device, with a result of 5.7 inr. Within an hour, an additional sample was obtained from the same patient, and when tested on a laboratory instrument, measured 2.9 inr. Patient's therapy was not modified based on the value obtained on the suspect device. No patient information was provided. Reporter stated that liquid quality control testing was performed on the suspect product and the results were within acceptable ranges. No product was returned to the manufacturer for evaluation.